Event description:
It was reported that the motor device was not "functioning properly". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  No injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. The customer indicated that the device " did not function properly" and did not allege a specific malfunction. Reliability engineering evaluated the device and observed that the device failed temperature specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).